Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. The command guide wire was advanced to the collateral branch. The command guide wire was torqued in an attempt to straighten the guide wire, but it was observed that the guide wire was moving while being torqued. The guide wire was removed and it was found that the tip separated inside the catheter. The catheter was removed from the patient with the separated tip. A new non-abbott guide wire was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for separation reported from this lot. Based on the reviewed information, no product deficiency was identified.